Manufacturer narrative:
Expiration date: 2014. The explanted device was not returned to bsn.

Event description:
A report was received that the patient¿s device caused so much pain. The patient underwent an explant procedure.